Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly or no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 300 mg/dl. The customer stated that the insulin pump had not worked for the past 3 days. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.